Event description:
It was reported the pt was feeling a heat sensation at the ipg pocket while she was charging, and while the system was in use. In addition, the pt reported it takes her longer to locate the ipg with her external devices. Due to the heating issue, it was reported the pt feels the need to turn the system off. F/u identified the physician planned to replace the ipg at a future date.

Manufacturer narrative:
This ipg serial number was included in a field advisory, and a field correction.